Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised because of a loose cup with some osteolysis. Update rec'd 7/23/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and decreased mobility. There is no new additional information that would affect the outcome of the investigation. Update rec'd 7/25/2014- pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update ad: 13 apr 2018 ppf, pfs and medical records received. In addition to what were previously alleged, pfs also alleges walking difficulty and difficulty carrying out normal daily activities. Ppf has no new allegation. After review of medical records for MDR reportability, it was stated that the patient was revised to address loosening of the cup and elevated metal ion levels. Revision notes reported a small cyst, 15 cc of brown cloudy fluid consistent with metallosis, osteolytic lesion, two screws were removed easily, and metal debris throughout the adjacent soft tissue. Added stem due to the reported elevated metal ion levels but was not revised. There were no reported lab results. Doi: (B)(6) 2009; dor: (B)(6) 2014; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.